Manufacturer narrative:
The tech found the brakes are old and worn. The tech replaced both brake casters and brake/steer casters to resolve the issue.

Event description:
Tech alleged that the brakes do not hold they swivel when set. No alleged injury by account.